Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error and sensor anomaly. Customer's blood glucose at time of the incident was 124 mg/dl. The customer was not able to continue troubleshooting because she is working. The customer was advised that likely it is bent cannula.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor failed with high readings.